Event description:
It was reported that there was a low flow alarm and that power increased after the patient received an iron injection. Log file analysis recorded a low flow alarm on 02dec2022 at 14:51. The increase in power and estimated flow was associated with a decrease in pulsatility index (pi) values. Additional information stated that the low flows have resolved and the patient experienced a sudden simultaneous power and flow increase without notable symptoms. The vad coordinator suspected a thrombus but could not find a root cause since there were no other confirmed issues. No additional treatment/ medical care was given and the power and flow returned to normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was unable to be confirmed as no product or images were available. Review of the submitted log file confirmed transient low flow events, as well as elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file captured transient low flow events on (B)(6) 2022. In addition, a slight increase in power and flow associated with a decrease in pulsatility index (pi) was noted between (B)(6) 2022. The pump appeared to function as intended above the low speed limit throughout the duration of the file. The account later reported that the low flow events resolved, and the cause was not identified. The ventricular assist device (vad) coordinator suspected there might be a thrombus, but the cause of the power and flow elevation was not confirmed. There were no patient symptoms, and no additional treatment was provided. It was reported the power and flow returned to normal. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.